Manufacturer narrative:
Additional information received on 15 march 2017 and includes: the revision was due to infection, the pathogen is not available as the implants explanted. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cemented tka, 2 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 05 april 2017. Lot 140315: (B)(4) items manufactured and released on 04 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral component cemented size 2 left, code 02.12.0002l, lot. 136340 (k121416) lot 136340: (B)(4) items manufactured and released on 03 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 2 left, 02.07.1202l, lot. 140181 (k090988) (B)(4) items manufactured and released on 25 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella inset ø 24mm, code 02.07.0041ip, lot. 113373 (k090988) (B)(4) items manufactured and released on 20 december 2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in for consultation on an unknown date. Subsequent bone scan showed isolated hot spots of cellular activity around tibia and patella. The surgeon planned to revise the primary sphere tibia to a revision tibia, maintaining the sphere femur. During operation, frozen section samples returned with five polymorphonuclear leukocytes (pmns) per high power field - indicating specific infection of the joint. Neutrophils at 5+ per high power field confirming infection. At this point it was necessary to remove all prosthesis to facilitate adequate washout of the joint. Cement spacers were used in the joint space and patient closed to undergo post operative antibiotic reigeme.